Event description:
It was reported that a pump alarmed "close door". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is going to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.